Event description:
A user facility inventory manager reported a dialyzer blood leak event occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred two-hundred and twenty minutes after initiation of hemodialysis treatment. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on the same machine. The estimated blood loss was more than 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. It was unknown if the dialyzer was available to be returned for manufacturer evaluation.

Event description:
A user facility inventory manager reported a dialyzer blood leak event occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred two-hundred and twenty minutes after initiation of hemodialysis treatment. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on the same machine. The estimated blood loss was more than 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility inventory manager reported a dialyzer blood leak event occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred two-hundred and twenty minutes after initiation of hemodialysis treatment. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on the same machine. The estimated blood loss was more than 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: a sample from the reported lot was returned and subjected to a bubble point leak test. No leaks were found possibly due to coagulated blood. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a broken fiber was found at approximately 290°, with the dialysate ports situated at 0°, on the cavity ID end. There was no other damage or irregularities noted. During the lot history review it was noted that there were three other complaints reported against the lot. The complaints address internal blood leaks (no samples), one of which was the no-sample investigation for the current event. The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. The complaint is confirmed.

Event description:
A user facility inventory manager reported a dialyzer blood leak event occurred during a patient's hemodialysis (hd) treatment. Upon follow-up, the facility administrator (fa) confirmed an internal dialyzer blood leak occurred two-hundred and twenty minutes after initiation of hemodialysis treatment. A fresenius 2008t hemodialysis machine and fresenius bloodlines were being utilized for the treatment. Blood test strips were used and tested positive for the presence of blood. No damage was identified on the dialyzer prior to use. The patient's blood was not returned. Immediately following the event, the patient was able to complete treatment after re-setting up new supplies on the same machine. The estimated blood loss was more than 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer sample was available to be returned for manufacturer evaluation.

Event description:
A user facility inventory manager reported a dialyzer blood leak occurred during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.